Manufacturer narrative:
This supplemental report is being submitted to provide corrections and updated information from the complaint. Updated fields: h2, h3, h4. Corrected fields: b6, b7, d4, d10, e3, g2, g4, h6, and h8.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the left and right angulation control knobs of the colonovideoscope did not move the distal end. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and as the device was discontinued, it was not inspected and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.